Event description:
The rptr did back to back blood glucose tests, within 10 mins, using separate fingersticks. The results were 32, 31 and 61 mg/dl. Pt did not have any symptoms. Had never cleaned the meter. On followup, the rptr does verifies the confirmation dot, and now cleans the meter on a regular basis. No harm was alleged.